Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The physician attemtped to place a taxus liberte 4.0 x 16mm drug eluting stent to an unk vessel, but was unable to cross the lesion and stent damage occurred. Vessel anatomy was normal, no calcification or other complications. The procedure was completed with another taxus liberte stent. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty, however product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. They exhibited bent struts. The stent exhibited three bent stent struts located 2.6, 2.4 and 2.1 centimeters proximally from the distal tip. The balloon was visually and microscopically examined. No visual defects were observed under magnifications. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records for top assembly batch have been reviewed and no issue or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.